Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a device check, upon device interrogation, battery longevity diagnostic anomaly was observed. In (B)(6) 2017, 1.4 years remaining longevity was estimated and as of (B)(6) 2018 the longevity is three months to elective replacement indicator. It was suggested that the battery midlife characteristics of the patient¿s device can create overestimation of longevity predications. No further information available.